Event description:
It was reported that when devices were used during an unknown procedure, the staples were delivered incorrectly. Another device was used to complete the case. There were no consequences to the patient.